Manufacturer narrative:
The instrument has been investigated. The field service engineer (fse) evaluated the instrument and found a bad plunger clamp. Replaced plunger clamp and "lld" spring. The instrument tested without further problem, and was returned to expected operation.